Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester said that the tip of the vh-4000 became damaged during the case. The heating plate separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester said that the tip of the vh-4000 became damaged during the case. The heating plate separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # 291675. Updated sections: a2, a3, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 02/10/2020. An investigation was conducted on 03/02/2020. Signs of clinical use and evidence of blood and charred tissue was observed on the heater wire. Blood was also observed on the harvesting device. The heater wire was observed to be slightly flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/bent" was confirmed. Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet's failure investigation report (fir) system.